Event description:
Hca employee is inquiring if a patient's primary knee components from a previous surgery are reimbursable/discountable through stryker because the components were loose (according to surgeon's revision post-op notes) and required revision knee surgery.

Manufacturer narrative:
(B)(4). A review of the device history records and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. The revision operative report was provided. Clinical history, office notes, and x-rays were not provided. Insufficient information was received for a medical review. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
(B)(6) is inquiring if a patient's primary knee components from a previous surgery are reimbursable/discountable through stryker because the components were loose (according to surgeon's revision post-op notes) and required revision knee surgery.

Manufacturer narrative:
The device is not available for evaluation because it was discarded. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.